Manufacturer narrative:
Based on the provided medical records an obese patient underwent a complex abdominal wall reconstruction that included placement of a xenmatrix graft on (B)(6) 2011. Cultures after the procedure showed granulocytes and gram negative bacillia and escherichia coli. On (B)(6), the patient was noted to have slight erythemia/infection of the wound and was treated with antibiotics, which resolved the condition (B)(6). The patient was later admitted at various times for dehydration, nausea, vomiting and low urine output. On (B)(6)2011 approximately 30 ml of sanguineous fluid was aspirated. There were no immediate complications and no drain was placed. It was noted that the fluid did not appear to be infected. Currently, it is unknown whether the device may have caused or contributed to the alleged event. The patient has a complex medical history prior to implant of the graft, including emergency surgery for life threatening peritonitis and colon perforation, and abdominal fluid collection. The medical records do not indicate a specific failure of the graft, and there is no indication that the graft has been explanted. It was reported that the patient developed an abscess, which is listed as a possible adverse reaction in the product's instructions or use. With the information provided, no conclusion can be drawn.

Event description:
Based on a review of the provided medical records: on (B)(6) 2011 - patient underwent right and left open myofascial advancement, open recurrent incarcerated ventral hernia repair with xenmatrix graft, takedown of enterocutaneous fistula that developed from breakdown of his wound and exposure to small bowel, complex bowel reconstruction with stoma, and wound vac placement. On (B)(6) 2011 - colostomy reversal with resection of colon and proximal rectum fro colo to mid rectal anastomosis and colorectal reconstruction. A hole was created in the mesh around the ostomy. On (B)(6) 2011 - the patient underwent ultrasound guided drainage of abscess/hematoma of abdomen. Fluid did not appear infected.